Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device leak was discovered. The customer reported condition was confirmed. Problem source is related to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during use, leakage of morphine was noted on a smiths medical cadd extension set. The reporter indicated that drops were noted on the ground and micro drops leaving the tubing junction upstream of the bubble filter of the tubing. Subsequently, the tubing was changed, and no leakage was noted afterwards. The reporter indicated that the customer experienced infectious risk, loss of time, economic loss of effectiveness of analgesic treatment. No further adverse effects were reported.